Event description:
It was reported that during a pci procedure involving a tortuous and 100% stenotic, cto lesion located in the mid right coronary artery (rca), a pinhole rupture of the maverick2 monorail occurred. The number of inflations and to what atms is unknown. The maverick2 monorail balloon was being used for pre-dilation. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as 'good.'

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.